Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported about a week ago they saw a message that said device is operating at maximum settings so they weren't able to increase stimulation. During call agent reviewed meaning of message, patient wasn't able to increase stimulation any further on the program they were currently on (program 1) so pt changed programs and was able to increase stimulation to where they could feel stimulation in bike seat. Agent redirected pt to hcp to address oor message. Pt denied any falls/trauma.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.